Event description:
It was reported that the patient underwent cervical fusion c5-c6-c7. There were no noted complications, and the patient ceased having blackouts. On (B)(6) 2010, the patient underwent l4-l5 decompression and foraminotomy. There were no noted complications, but the patient had no relief from pain post-op. The patient became depressed and suicidal. She underwent many rounds of steroids and many injections for her pain. On (B)(6) 2010, the patient underwent a lumbar fusion. There were no noted complications, but the patient had no relief from pain post-op. In (B)(6) 2010, the patient slipped and fell, and began to have headaches again. She presented to the surgeon who took x-rays of the neck. The surgeon stated that the screws in the cervical fusion had backed out and recommended a revision surgery, posterior approach. The patient underwent the revision surgery. In (B)(6) 2011, the patient presented for thoracic surgery, but did not have surgery at that time. On (B)(6) 2011, the patient underwent MRI due to pain in her back. On (B)(6) 2011, the patient underwent steroid injection. On (B)(6) 2011, patient underwent thoracic fusion surgery t3-t9 and spent 6 days in the hospital. The patient reported extreme pain in the hospital after the surgery, and had muscle spasms. The patient was given a back brace to wear. The patient has undergone pain management including medication, tens units, therapy and injections. On (B)(6) 2011, the patient had an MRI due to increased pain. On (B)(6) 2011, the patient underwent "spinal lamina surgery to strip the nerves," but did not have any relief from her symptoms. Patient reported continued pain, neck pain, mid back pain, lower back pain, and hip pain. The patient is having trouble walking, and arthritis has formed in all her joints and is spreading. She has received injections to help with her symptoms. In (B)(6) 2011, the patient stepped wrong and twisted her ank le, broke the foot, and tore her ligaments. Surgery was performed to repair the foot and reattach ligaments. The patient has increasing pain in her legs, arms, hands and hip. She has trouble sleeping. An emg of the right arm was performed due to increasing pain and decreasing use of the arm/hand. Emg showed nerve damage. The patient was referred for hand surgery. Hand surgeon reviewed x-rays and determined that the patient needed carpal tunnel release of the right and left hands. X-rays of the elbows indicated "arthritis in the joints and a loose body that was locking up the elbow." Elbow surgery was recommended. On (B)(6) 2012, patient underwent surgery on the right hand, had immediate relief of her symptoms. The patient reportedly underwent "medically unnecessary, experimental" spines surgeries where medtronic hardware consisting of cervical and thoracic rods, screws, cages and rhbmp-2/acs were implanted.

Manufacturer narrative:
Unknown hardware, infuse bone graft. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2009, the patient underwent following procedure:(1) an anterior cervical disectomy from c5-c6 and c6-c7; (2) anterior cervical fusion using auto and allograft from c5-c6 and c6-c7; (3) placement of anterior cervical cages from c5-c6 and c6-c7; and (4) anterior cervical instrumentation at c5-c6 and c6-c7 (¿the first surgery¿).the patient was implanted with rhbmp-2/acs.post-op, the patient pain was experiencing extreme neck pain, restriction, breathing difficulty, and swallowing problems. The patient continued to feel intermittent lower back pain.